Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles throughout the tubing on multiple occasions. Reportedly, the customer was not performing the air removal step using the syringe. The customer's blood glucose (bg) level ranged from 400 mg/dl for the past event to 266 mg/dl at the time of report. Reportedly, the customer primed the tubing to remove the air bubbles and delivered boluses to address bg level.